Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a follow up imaging was conducted, and showed the occluder was dislocated completely from the implant state. The physician mentioned inappropriate device size was the cause of embolization. The device was removed by a minimally invasive procedure by using a snare. The retrieval of the device was considered as a emergency procedure. A new 4mm amplatzer duct occluder was implanted. Based on the information received, the cause for the reported device embolization appears to be related to procedural conditions (inappropriate device size selection). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 5 mm x 4 mm amplatzer piccolo occluder was chosen for a patent ductus arteriosus (pda) closure using a 4f amplatzer torqvue lp delivery system for a 12kg patient. The pda minimal diameter was 2mm, and the diameter at aortic ampulla was 7-8mm. The sizing of the device was determined by angiography. The device was successfully implanted. On (B)(6) 2024, a follow up imaging was conducted, and showed the occluder was dislocated completely from the implant state. The physician mentioned inappropriate device size was the cause of embolization. The device was removed by a minimally invasive procedure by using a snare. The retrieval of the device was considered as a emergency procedure. A new 4mm amplatzer duct occluder was implanted. The patient was reported stable.